Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h6, h11 the device was not returned to olympus for inspection, therefore, it was not possible to confirm the reported failure. However, the technical assistance center was able to resolve the user allegation via troubleshooting. Since the malfunction was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (b30) and (e315), displayed no image, and showed an error (e402) indicating that the df was not connected. This issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.